Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances and thresholds to high levels. The lead was initially reprogrammed, which provided a temporary fix, however the measurements continued to rise. The lead was reprogrammed once more and was later capped and replaced. No patient complications have been reported as a result of this event.